Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: air and water cylinder (tube) had foreign body and air water channel had foreign material. The scope had worn and torn distal adhesive; there is more damage to the scope due to adhesive had rubber glue had chipped and cracked. The most probable cause of the complaint is cause traced to component failure and known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had foreign material present. There was no patient involvement.